Manufacturer narrative:
Investigation of the kodama catheter, lot 00340013, was completed. Visual verification under magnification confirmed the tip separated approximately 4 centimeters from the distal tip of the imaging window section of the catheter. The separated distal section was severely stretched and deformed with no damage within the soft tip itself, however the catheter vent hole appeared to be damaged and lifted off plane, representing significant guidewire entanglement which caused the high friction force during catheter retraction. As the catheter was being retracted, the imaging window tubing, which is the softest region within the catheter, was stretched out and eventually yielded to the retraction force, causing the catheter separation. The device history record (DHR) for lot 00340013 was reviewed, revealing no deviations of the device specifications, product process specification(s), the quality assurance procedure(s) and specifications(s). All acceptance records demonstrate the device was manufactured in accordance with the device master record. An assignable cause could not be determined.

Manufacturer narrative:
The kodama catheter used during the event was returned to acist on 05/13/2024. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
During an intravascular ultrasound (ivus) procedure, using the acist high definition intravascular ultrasound (ivus) kodama catheter, during the second run, the user reported the kodama catheter seemed kinked on the guidewire with high friction force when pulling the catheter from the patient vasculature. When the kodama catheter was removed, the catheter tip was found to be disconnected from the catheter. The physician removed the catheter tip from the patient's vasculature. There was no report of patient injury.